Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection in the form of infective endocarditis with the device listed as the source. The implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.